Event description:
After receiving essure implants in 2010 I experienced 2 years off and on left side abdominal pain and increasingly heavy periods. I also began developing numbness and tingling in extremities, alopecia, chronic migraines, constant fatigue and idiopathic hives. I have seen a neurologist who ruled out any causes such as multiple sclerosis. All symptoms have developed since the essure implants. My obgyn ordered a d and c in (B)(6) 2014 to try to relieve the heavy bleeding. I am also currently being tested for a nickel allergy since it was not disclosed to me beforehand that the implant contained nickel.

Event description:
Add'l info received from reporter on 10/21/2016 for mw5065469: I have now been patch tested and am positive for nickel. I suspect I was allergic at the time of the implants, but nickel allergy was never questioned or discussed with me. Whether I was already allergic or not, I am now sensitized to it and will have to have the implants removed - likely through a total hysterectomy.

Event description:
After receiving essure implants in 2010 I experienced 2 years off and on left side abdominal pain and increasingly heavy periods. I also began developing numbness and tingling in extremities, alopecia, chronic migraines, constant fatigue and idiopathic hives. I have seen a neurologist who ruled out any causes such as multiple sclerosis. All symptoms have developed since the essure implants. My obgyn ordered a d and c in (B)(6) 2014 to try to relieve the heavy bleeding. I am also currently being tested for a nickel allergy since it was not disclosed to me beforehand that the implant contained nickel.